Manufacturer narrative:
Result: broken footboard connector.

Event description:
It was reported by service report that the footboard had no functionality. No patient involvement or adverse consequences were reported.